Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that over infusion fentanyl.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported there was an over infusion, and returned photos of the complaint, of material 2420-0007, lot 25043234. The photos help to verify the material, lot, and medication. However, the photos cannot verify the issue of flow accuracy. The root cause for the issue cannot be determined without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.